Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The monitor was replaced and calibrated. The system was tested and is operating as intended.

Event description:
The customer reported that the left monitor on the 7700 system would not work. No patient injury was reported.